Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate this unit. After checking the unit, the fse found the display to video receiver board cable to be defective. The fse is waiting for parts to complete the repair.

Event description:
It was reported that during a routine check up the cs300 intra-aortic balloon pump (iabp) had a blinking display. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) returned to the customer's site and installed the display to video receiver board cable then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Event site postal code - (B)(6). Event site state - (B)(6).